Manufacturer narrative:
(B)(4). The patient underwent a bso, posterior colporrhaphy and surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and an obturator sling was used. Approximately two to three months postop, the patient experienced dyspareunia and pelvic, vaginal, and upper leg pain. During urination, the patient had a burning and stinging sensation. The patient also experienced recurrent urinary incontinence. The mesh was excised in (B)(6) 2011. (B)(4) dyspareunia.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.